Event description:
It was reported that the patient presented remotely. A remote transmission showed that the patient's implantable cardioverter defibrillator (ICD) exhibited undersensing which resulted in inappropriate shock being delivered to the patient. After multiple shocks were delivered, an alert was received for long charging times. No intervention was performed. The patient's condition was unknown.